Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) indicated a battery voltage within normal limits; however, after connecting to the leads, the battery voltage was low. The cdr-d was not implanted and another device was used. No patient complications have been reported as a result of this event.